Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose level displayed as "high"; however, specific value was not provided. The customer administered a manual injection to address their bg.. The customer reverted to an alternate method insulin therapy.